Event description:
It was reported that the compressor would not turn on during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hospital by our field service engineer. Trouble shooting revealed that the unit had a blown fuse in the mains inlet. The fuse was repalced and after a successful function check, the unit was returned to service. The fuse has not been investigated, but earlier investigations of similar complaints determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage/and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as seco d effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The cause to why the fuse had blown in this unit has not been determined.